Event description:
The pump reportedly overdelivered during routine preventative maintenance testing at the user facility. The pump was pulled by the biomedical engineer for the scheduled annual testing procedure. There had been no report of problem or event when the pump was in clinical service. Though requested, there was no additional information available.